Event description:
Additional information: it was further reported the patient expired. Per the abiomed medical safety office, abiomed does not have enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation into the pump not detected issue has been completed since the original report was filed. The pump was returned for investigation and data logs were made available. Data analysis: pump 463338 was plugged into ic7567 on 2/14. Immediately, calculator placement signal 1036 errors are immediately seen in the logs followed a minute later with the user receiving "case start: optical sensor system error: disconnect cable". The rt logs for the first pump insertion show that raw optical sensor was steady at -3276.8 mmhg which is the value when a pump is not completely connected and there is an air gap. Pump 463338 was moved over to ic1229 and the error did not reappear. Device analysis: the failure mode was able to be reproduced by not completely plugging in the pump. Fully plugging in the pump resolved the controller error. Root cause: the cause of the optical signal failure was an air gap from between the optical cable and the pump. Additional information b5 added d9 f6 and f8 should have been blank.

Event description:
The user facility reported that a 78-year-old female patient post cardiotomy cardiogenic shock, low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during the preparation for patient support the automated impella controller (aic) failed to recognize a connected impella 5.5 pump. The aic was swapped to resolve the noted issue. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 adverse event updated. B2 updated to death. H1 updated to death. H6 updated to include optical signal coding. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.